Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: carle bromenn medical center (fka advocate bromenn medical center)

Event description:
It was reported that 2 bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: " it is reported customer witnessed holes in tubing which caused leakage. Customer noted wingset tubing had holes in them; they had incidents where blood flowed out of the tubing onto the patient bedside."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/8/2021. H.6. Investigation: bd received 8 unused physical samples in original blister packaging. . The samples were subjected to a visual inspection for sliced tubing and all samples failed the test. Therefore, this complaint is confirmed. Additionally, 100 retention samples from the bd inventory, were evaluated by functional testing and the issue of damaged tubing and leakage was not observed. Bd determined that the root cause of the indicated failure mode was attributed to a crash jam during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: " it is reported customer witnessed holes in tubing which caused leakage. Customer noted wingset tubing had holes in them; they had incidents where blood flowed out of the tubing onto the patient bedside."